Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported obstruction of a hakim valve: the valve was implanted on (B)(6) 2020. It was noted no improvement of the hydrocephalus; therefore the valve was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - lot 4105614 conformed to the specifications when released to stock failure analysis - the valve was visually inspected, biological debris was noted. The position of the cam when valve was received was 60mmh2o. The valve was hydrated. The valve passed the test for programming, leak and occlusion. The catheter was irrigated, no occlusions noted. The valve failed the test for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the spring pillar, on the ruby ball on. The root cause for the reflux and pressure issues noted during the investigation are due to the biological debris found on the spring, on the spring pillar, on the ruby ball and on the seat of the ruby ball, the biological debris was not letting the ruby ball sit correctly. The possible root cause for the occlusion issue reported by the customer, could have been due to biological debris and protein build up interfering with the valve mechanism, during the investigation no occlusion was noted.